Event description:
In 1999, I had lasik surgery. My outcome has been poor and my quality of vision has been compromised. I wanted lasik because I thought I would have improved vision. I was comfortable wearing glasses, but had some distortions. For example, walking down stairs was difficult because of distortions in the bottom of the lenses. When I decided on lasik, I selected a "top" dr in the field and had the procedure at a top facility. I understood that there was no guarantee of success with lasik. However, I was not told, nor did I appreciate, that the quality of my vision could be compromised. I just thought, at worse, I would continue to need glasses. My vision problems -now some 8 yrs later- have not improved. I see double and triple images, especially at night. The quality of my vision deteriorates as soon as I enter into a dark space, such as a metro stop. There are times I need to leave a store because the lighting is so bad that it impacts my vision, often giving me headaches. I had a specialist at work help me organize my office, so that I could see effectively, minimizing glare and taking advantage of light. In fact, I need intense light in order to see well. Driving at night is difficult because of star bursts and halos from oncoming traffic. The first year after lasik, I had to have at least 4-5 prescriptions. I also went for a series of tests and second opinions at an institute. They confirmed that the problems I am experiencing are the result of lasik. As I understand it, the surgery introduced some pitting in my cornea that results in the symptoms I experience. I am just glad that glasses do help some, but the quality of my vision, even with glasses, is not nearly the quality I used to have pre-lasik. I continue to go for tests, monitoring, and evaluations at institute. I am reluctant to go for any add'l lasik procedures because there is a risk that my vision may get worse, or that I will need three pairs of glasses, day, reading and night. Since I can manage with one pair of glasses now, I do not want to take any add'l risk. I appreciate that FDA is looking into this issue. While many are satisfied with their lasik outcome, others are not. More important, I believe the risks of lasik are not explained to pts. Many, like me, believed that there was a risk that we would not achieve 20/20 vision, but failed to be told or failed to understand that lasik could have a qualitative negative impact on our vision. I hope these comments are helpful.